Event description:
A hosp in (B) (6) reported that an mr290 autofeed humidification chamber flooded on initial setup. No pt consequence was reported.

Manufacturer narrative:
(B) (4). Method: performance tests were performed on the returned humidification chamber. Results: when the chamber was connected to a water bag, the chamber floats that control the water into the chamber from the water bag operated correctly, stopping the water just below the maximum fill line. A lot check revealed no other similar complaints for this lot number. Conclusion: the returned mr290u chamber functioned correctly. The reported overfilled chamber indicates that the chamber's floats were not controlling water from the water bag into the chamber. Transportation vibration during return of the chamber could have re-aligned the valve, allowing the chamber floats to operate again upon their return for inspection. The mr290 user instructions indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line. (B) (4).